Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred at the beginning of a planned treatment procedure. The procedure could be completed without using the l-arm z-rotation movements of the system. A philips field service engineer (fse) inspected the system on site and identified that the issue was caused by a non responding button on the system's control module. After replacing the control module, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported that the flexarm control button on the control module did not respond. The system was in clinical use and no harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that control module was failing. The control module has been replaced that the system was returned to use in good working order.